Event description:
On (B)(6) 2011, customer reported a leak at the probe of the act diff instrument. Customer stated the probe was leaking a few drops as the instrument sat idle. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and found that pinch valves lv8 and lv10 were worn. This caused the probe to leak a few drops when it was sitting idle. Fse replaced valves lv8 and lv10. The repairs were verified by established procedures.

Manufacturer narrative:
(B)(4).